Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and reported that they ran a serum sample as urine and obtained the discordant results. The customer repeated the sample as a serum and the results were acceptable. The cause of the discordant results on one patient sample was related to user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia 1800 instrument reported that multiple discordant results were obtained due to a serum sample being run as a urine sample. The discordant results were reported to the physician(s). The sample was repeated as a serum sample on the same instrument. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.